Manufacturer narrative:
Analysis: a 3cm section of valved conduit was received for analysis. As received, it is cut lengthwise. The leaflets are flexible and appear to have been intact prior to explant. Thrombotic appearing host material lines the inflow and outflow of all leaflets. Radiography shows no evidence of mineralization in the valved conduit. Conclusion:the lack of effectiveness of the valve is likely related to the condition of the patient. According to the surgeon, the patient death was not the result of valve performance.

Event description:
Medtronic has received information indicating pulmonary insufficiency observed in a patient with a contegra pulmonary valved conduit implanted in 2007. The child was severely ill with lv hypertrophy. The insufficiency was described to be caused by one leaflet staying open. The patient died 2 weeks later. The valve was returned to medtronic after explant at autopsy, with the presence of thrombus noted on the leaflets at explant. The surgeon has stated that the death is not due to the valve, but likely due to the cardiac status of the patient, the clinical/surgical history, and the patient's small size.